Event description:
It was reported that the pump battery would not charge. In addition, the fill estimate was reportedly inaccurate. Customer's blood glucose (bg) was 600 mg/dl; cause unknown. Bg was addressed with correction boluses. Customer reverted to manual injections.